Event description:
The caller reported that no insulin drops were visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge on the pump, after which insulin was successfully observed at the end of the tubing, and the caller was able to resume insulin delivery.